Event description:
Drill bit broke during orthopedic surgery. The drill bit piece was able to be retrieved. This is the third event reported for our facility since 6/25/2024 involving this same drill bit breaking during orthopedic surgery. Apiary medical inc. Reference reports mw5158654, mw5158655.